Manufacturer narrative:
No unexpected check settings alarms, blank display anomalies or restart anomalies noted during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test and off no power test. The operating currents were in specification. The insulin pump was unable to confirm alarm in alarm history screen due to overwritten history file. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform error test due to constant motor error alarms during bolus delivery. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they received a motor error alarm. The blood glucose reading was 23.9 mmol/l.